Event description:
It was reported to philips that while moving the patient from the stretcher to the table, the table moved and the patient fell. The system was in clinical use at the time of the event. There was no reported patient or user harm. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred at pre-planned procedure. The procedure was rescheduled and completed next day. The philips field service engineer (fse) inspected the system onsite and identified that the table pivot brake cannot be released unless the pivot release button is intentionally pressed. A review of the system logfiles found that the pivot brake was released at the time of the patient transfer. Upon troubleshooting actions, the fse confirmed that the backboard shifted during transfer and unintentionally activated the pivot release button. As a preventive measure, the fse instructed the staff not to load patients onto the table with the backboard in place going forward. No malfunction was identified, and the system was verified to be operating with full functionality and in accordance with specifications. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue occurred due to the pivot release button being activated by the user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.